Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for other chronic/intract pain in the trunk/limbs. It was reported that since (B)(6) 2017, the patient had a pain sensation like ¿the implant bite them¿. The patient stated that it occurred when the implant was off. It was indicated that the issue could be related to a fall as the patient indicated that they fell all the time due to their bad back, which they had since prior to getting their implant. The patient stated that the implant helped control their pain, but didn¿t make their back better. No further complications were reported/anticipated.